Event description:
It was reported that there was and atrial lead warning with an impedance measurement of greater than 10, 000 ohms. However, during the last device check, there was no evidence of a lead issue so it was undetermined if the high impedance was due to the lead or the device. It was noted that the lead was not currently sensing but does oversense when the sensitivity is set to the most sensitive setting. The device was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that another atrial lead warning triggered. The atrial lead still remains in use; however, the device was recently explanted and replaced due to a reason unrelated to the previous reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.